Event description:
This rv lead showed high thresholds, intermittent capture and high impedances. The physician believe it may be fractured. This lead was capped and a new system was place on the right side due to vein stenosis. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.